Manufacturer narrative:
Device code: separates in not listed in the instructions for use. The device was returned in a used and damaged condition, the cap had separated from the catheter. Per specification, final inspection for angiographic catheters, requires 100% inspection of proximal fitting. Although the customer has stated the pressure used in injection was below the rated pressure noted on the packaging (17 cc/sec at 69 bar/1000 psi) and the flare was adequate, the cap had separated from the catheter at the proximal end. A CAPA had previously been initiated for this failure mode and product family based on prior similar complaints and remains under investigation. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Risk analysis was performed by quality engineering and determined the risk remains acceptable; however, a CAPA was previously issued for this failure mode and product family based on prior similar complaints.

Event description:
The catheter split and the contrast squirted into the surgeon's eyes. Another device was used to complete the procedure successfully. Add'l info received on (B)(4) 2011: as dye was injected at 750psi with 2mls at 15 per second, the distal end of the pigtail snapped off and contrast was sprayed into the physician's right eye. The physician washed his eye and had some redness after the case. No adverse effects to the pt were reported due to this occurrence.